Event description:
The facility's biomed technician reported an infusion pump with no down stream occlusion alarms found during biomedical testing. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the setup of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event. No add'l contact info was provided.